Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4 did not sense closed. The field service engineer (fse) replaced the inseparable component to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed to stay closed. The customer confirmed that a user badge had been stuck inside the drawer and, although it was removed, the drawer continued to malfunction. The drawer appeared to be closed; however, an error message indicated that it had failed to stay closed. The customer attempted recovery procedures and rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.